Event description:
On (B)(4) 2013 it was reported that high impedance was observed for the vns patient that day with an impedance value >10,000ohms. The patient¿s vns was disabled that day due to the high impedance. There was no painful stimulation or any increase in seizure activity per the nurse. The nurse, however, did state that the office is debating performing x-rays on the patient because the patient was just seen two months ago and everything was fine during that visit. The office is thinking that they will do surgical intervention regardless of what the x-ray says so they are leaning towards not performing the x-rays at this time. The nurse noted that there may have been some recent patient manipulation of the generator and the physician does seem to think that the high impedance is due to the patient manipulation. It was reported that the patient was previously seen on (B)(6) 2013 and only an interrogation was performed, no diagnostics were performed and no high lead impedance warning was given upon interrogation. The patient¿s settings were noted to be output=1.75ma/frequency=15hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=2ma/magnet pulse width=250usec/magnet on time=60sec. The patient was referred for a full revision surgery. Although surgery is likely, it has not occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Results of diagnostic testing indicated that the battery status indicated ifi=no in the pa lab. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
On (B)(6) 2013 it was reported that the patient underwent a full revision surgery that day. The explanted lead and generator have not been returned to the manufacturer for product analysis to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.